Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding end of therapy assistance, which occurred on the homechoice (hc) during use during prime. The home patient (hp) was not connected. The hp stated that they were trying to re-prime and the hc went into initial drain. The baxter technical service representative (tsr) explained that the hp would need to start over with new supplies since there was air pulled into the setup.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.